Event description:
Information received indicates the hi/low function is drifting down after a couple of hours.

Manufacturer narrative:
The technician cleaned the hi/low drive brake spring assembly to repair the bed.